Event description:
It was reported that a pt was able to power off a spectrum pump during an infusion (medication, programmed amount and delivery rate unknown). The pump keypad was locked, however the pt turned the pump off without unlocking the keypad.

Manufacturer narrative:
(B)(4). The device was not returned to sigma and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The spectrum infusion pump keypad lock feature is designed to allow for the pump to be turned off when stopped in an alarm condition and the pump keypad is locked. At this time, the date of event is unknown.